Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the tip cover accessory for evaluation. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the surgeon used 4 monopolar curved scissors (mcs) instruments, and the tip covers kept falling off. The procedure was completed as planned with no reported injury.